Event description:
Reporter indicated that the site's new handheld computer screen became frozen after interrogation. It was reported that the event resolved with a soft reset and interrogation was then completed successfully. It was reported that the handheld computer had been in the shipping box on the shelf for a few weeks and that the event occurred during the first use after the computer was taken out of the shipping box. The computer had only been plugged in and charged for a short time prior to use. It was reported that the event did not occur again.